Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4). (B) (4) 06/03/2009.

Event description:
Customer reported loss of video and system tracks to max kv, when interconnect cable is moved. No pt injury was reported.